Event description:
The white port of a peripherally inserted central catheter (PICC) was supplying the patient with an infusion of sedation medication and milronone drops, while the red lumen was supplying a blood transfusion. The intravenous (IV) team was consulted to assess the (PICC) line due to the bedside nurse reporting that during the blood transfusion, the blood was infusing the red lumen and also the white lumen causing the intravenous fluids (ivf) in the tubing to appear blood tinged in color.when the transfusion was completed the white port flushed easily with no signs of leaking, however the red port was flushed and then blood aspirated back. During blood aspiration, it was noted blood flushing into the extension set of the white lumen. There was likely a leak between the lumens of the PICC line.the IV team recommended no further use of the red lumen. The white lumen was used for milironone drops until PICC can be rewired, 2 peripheral intravenous lines (piv) were placed.